Event description:
Reportable based on analysis completed on 28sep2011. It was reported that during a percutaneous transluminal angioplasty treatment procedure, a shaft kink occurred. Vascular access was obtained via the radial artery. The 80% stenosed target lesion was located in the de novo target lesion located in the severely tortuous and calcified proximal left anterior descending artery. A 8x4.00mm taxus liberte stent delivery system was advanced to the lesion against resistance, when the shaft become kinked. The procedure was completed with another of the same device. No further patient complication were reported and the patient's status is stable. However device analysis revealed a broken hypotube.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer, method, result, conclusion: updated. Device evaluated by manufacturer: an examination of the returned complaint device found that the device was returned to the site in two pieces as a result of a break that occurred in the hypotube. The break was approximately 60.2cm from the catheter strain relief. The hypotube was also kinked at approximately 56.4cm from the catheter strain relief. A visual and microscopic examination were completed on the crimped stent and balloon and tip section of the device no issues were found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user/use error. The dfu states that "heavily calcified lesions" are contraindicated. (B)(4).